Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. It was also noted that the ventricular ring contact spring had epoxy coating, which prevented the spring from allowing the lead to pass through.

Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the header of the pulse generator was difficult. The device was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.